Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, acknowledging and understanding these instructions.